Manufacturer narrative:
(B)(4). Application support manager was on site and reported that site had done some recent changes. The site recently changed from using spring water to clean their instruments, to distilled water. This was done approximately a month ago, before this patient was treated. They are also looking into using a different cleaner for their instruments. Currently they are using an enzymatic cleaner and are looking into a non-enzymatic cleaner. They will re-evaluate after they change the cleaner and see if the dlk resolves. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018. One day post op patient returned with swollen eyelids and conjunctival inflammation. Surgeon said patient appeared to have an allergic reaction to something, but they do not know what it was. At the one day post op, her corneas looked clear. The patient was given benadryl, along with the antibiotic and steroid drops she was using. At the time, her best corrected visual acuity (bcva) was 20/20. Patient presented on (B)(6) 2018 with bilateral diffuse lamellar keratitis (dlk). Surgeon did a lift and rinse of both eyes and put the patient on pred forte 4 times a day. The patient was last seen on (B)(6) 2018 and the current uncorrected visual acuity was 20/50 +1. No bcva was done. The patient is currently light sensitive and vision is not clear. Surgeon feels it is still early and hopes her vision will stabilize. Surgeon does not see any dlk currently. Patient is supposed to return again on (B)(6) 2018. No patient interface to be returned and no lot number available.